Manufacturer narrative:
Analysis found that unable to confirm overheating. Handpiece will not turn due to motor and collet froze. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was not working properly. On follow-up, it was reported via manufacturer representative that the motor heated up within a minute pre-operatively. There was no patient impact. Troubleshooting done included changing the attachments and adjusting bearing but it was still heating up.